Event description:
Pt had removal of left silicone gel breast implant due to capsular contracture with marked calcification and pain. Pt had previously undergone left mastectomy for breast cancer. The capsule was found to be markedly calcified, thickened, and contracted. The implant had a leaking surface posteriorly. The implant weighed 155 mgs. Microscopic description of capsule showed hylaninized fibrous tissue with layer of friable dystrophicaly calcified inner lining.